Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additionally, the device evaluation found peeling of the adhesive of the objective lens and distal end, a pinhole on the video cable, a chip on the adhesive of the coating on the bending portion of the device, wear on the angulation wires, damage to the bending tube, damage of the charged couple device causing black dots on the image, and scratches on the coating of the bending portion of the device, control unit, switch, up/down plate, light guide cover glass, light guide connector, video connector, and video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope was producing no image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which describes the inspection method for the event in the operation manual (operation) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally. 1 before inspection, wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water. 2 observe the palm, etc. Using normal light observation images and nbi observation images. 3 confirm that the illumination light is emitted. 4 adjust the light intensity to an appropriate brightness. 5 confirm that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6 operate the angle lever of the endoscope to bend the curved part. 7 check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities occur. " olympus will continue to monitor field performance for this device.